Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and configuration files were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The initial MDR submission was erroneously submitted as a 5 day report and is being amended. Gehc-surgery/oec is not required to initiate any action at this time to prevent an unreasonable risk of substantial harm.